Event description:
On (B)(6) 2026 - the consumer claims she had the device on her side. When getting up, the consumer received a burn on her right side next to her ribs. The consumer had a shirt on and thin blanket while in use of the device. The burn received was the size of a quarter and skin was burnt which is bothering her. The consumer stated she did not require medical attention and the incident happened 2hrs prior to reporting this event.

Manufacturer narrative:
1/8/2026 - our risk management team has reached out to the consumer to retrieve the device for an investigation. This incident will be reported to the FDA as a side of caution.